Manufacturer narrative:
The reported complaint was not verifiable. The unit was not returned to the manufacturer for evaluation since the issue was with the shunt sensors. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical summary on 06-sep-2016: after multiple attempts to gather information in regards to their observations, the customer has not yet replied. This potassium (k+) drift does not occur every case, but they have observed it periodically. On one recent case, the shunt sensor was gas calibrated with the 540 calibrator (as usual practice) and the first in-vivo calibration was completed as needed for k+ accuracy. About ten minutes after the first in-vivo calibration, the k+ started to rise without reason for the rise (no additional cardioplegia and / or k+ infusion). The k+ measure of the blood parameter monitor (bpm) continued to rise and in a repeated arterial blood gas the laboratory analyzed k+ value was less than 5 mmol / l and the bpm unit measured value was 8.7 mmol / l. The bpm unit continued to be used, as other measures were reasonable. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user had issues with the potassium (k+) reading high for no reason on the blood parameter monitor (bpm). The sensor was calibrated normally and calibrated on the first gas as normal. It was about ten minutes after the first gas that the k+ started to rise and keep rising. We repeated the gas when the bpm unit was reading 8.7 and in fact the real k+ was less than 5. This has happened twice on this particular bpm but we have done maybe ten cases recently and it's certainly not happening to every case. The device was not changed out, as they continued to use. The surgical procedure was completed successfully. It's unknown if there was a delay. There was no blood loss nor adverse consequences to the patient.